Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device undersensed during the ventricular fibrillation episodes. Programming changes were recommended. The physician preferred not to take any actions since the device did not delayed the high voltage shock. The patient was in good medical condition and will be monitored remotely.